Manufacturer narrative:
The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On october 23, 2025, the patient underwent left heart catheterization the prior week and was found to have multivessel coronary artery disease, including chronic total occlusions of the right coronary artery and the left anterior descending artery, with severe disease of the circumflex artery and obtuse marginal branch. The patient was not a surgical candidate. An impella device was placed as part of a high-risk percutaneous coronary intervention, and two stents were deployed to the circumflex artery and obtuse marginal branch. The patient required vasoactive medication support following the procedure, and the physician elected to keep the impella device in place. On october 25, 2025, the patient was successfully weaned from impella support for cardiogenic shock. After device removal, the patient developed sepsis with positive blood cultures and required intravenous blood pressure-supporting medications. The sepsis occurred after impella removal, and it is being coded conservatively as sepsis secondary to the device procedure.

Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "no other interventions, pump not available for return."